Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said they were receiving manufacturer boxes with coude intermittent catheter 802518 on them but inside are 802516.

Manufacturer narrative:
Upon further review, it was found that 1018233-2025-10263 had no allegation against device. Therefore, a retraction is being submitted. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said they were receiving manufacturer boxes with coude intermittent catheter 802518 on them but inside are 802516. Per customer via phone on 13nov2025, it was reported that there was no complaint against the product. Customer explained that prior to receiving the most recent order of 802518, he previously used 802516. Customer believes that they were responsible for mixing the two different size catheters after taking them out of the correctly labeled outer boxes. Customer stated that the outer boxes have all been sent out to recycle bin and no photo or physical sample was available. No patient impact was reported.